Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a weak signal on the insulin pump. The customer's blood glucose level was 176 mg/dl. The customer rf icon is solid. The customer was advised to continue sensing. The customer was advised to contact dtc team to get transmitter replacement.